Manufacturer narrative:
Image review: one media file was provided for review of the event description above. Only one media file was provided showing a valve implanted and positioned at the annular level and significant aortic regurgitation/paravalvular leak prior to the post implant dilatation. There is no other imaging available to review therefore this review is inconclusive. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter and a medtronic guidewire was used during the procedure. Per the physician, the stroke and death were not related to the delivery catheter system (dcs), and the valve could be ruled out as a contributing factor to the death because an aortic valve replacement was performed and the transcatheter valve was explanted prior to the death.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve procedure involving the medtronic transcatheter aortic valve evfxplus-29, a pre-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon due to calcification. A 29 fx+ valve was implanted at 3mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). Moderate to severe paravalvular leak (pvl) was observed necessitating a post-implant bav. A post-bav was attempted with a 24 mm non-medtronic balloon, but the valve moved above the annulus due to the temporary pacemaker being turned off before the balloon was deflated. Miscommunication between the implanting physician doctor and registered nurse led to pacing being stopped prematurely, which contributed to the valve moving above the annulus, resulting in severe pvl. A second valve and delivery catheter system (dcs) were inserted into the patient, but the dcs nosecone pushed the first valve further into the annulus. The valve's new depth was 16mm on both the ncc and lcc. The first valve was snared to a higher position, resulting in moderate pvl. The implanting physician attempted a balloon dilatation to anchor the first valve in place, but this led to loss of pacing capture and caused the valve to move above the sinotubular junction (stj). The first valve was snared again to a higher position in the ascending aorta, and multiple attempts to cross the first valve with the second va lve were unsuccessful. The procedure was aborted for patient safety, but the snare could not be released from around the paddle on the 29 valve, possibly due to a "knot". The patient was taken to the operating room for snare removal and evaluation of the native aortic valve, with a surgical aortic valve replacement (avr) performed. The patient passed away from a stroke on 9 days later. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter and a medtronic guidewire was used during the procedure. Per the physician, the stroke and death were not related to the delivery catheter system (dcs), and the valve could be ruled out as a contributing factor to the death because an aortic valve replacement was performed and the transcatheter valve was explanted prior to the death. Additional information was received indicating that the guidewire did not contribute to the dislodge, stroke, or death.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (j375814); product type: 0195-heart valves; implant date (B)(6) 2025; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve procedure involving the medtronic transcatheter aortic valve evfxplus-29, a pre-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon due to calcification. A 29 fx+ valve was implanted at 3mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). Moderate to severe paravalvular leak (pvl) was observed necessitating a post-implant bav. A post-bav was attempted with a 24 mm non-medtronic balloon, but the valve moved above the annulus due to the temporary pacemaker being turned off before the balloon was deflated. Miscommunication between the implanting physician doctor and registered nurse led to pacing being stopped prematurely, which contributed to the valve moving above the annulus, resulting in severe pvl. A second valve and delivery catheter system (dcs) were inserted into the patient, but the dcs nosecone pushed the first valve further into the annulus. The valve's new depth was 16mm on both the ncc and lcc. The first valve was snared to a higher position, resulting in moderate pvl. The implanting physician attempted a balloon dilatation to anchor the first valve in place, but this led to loss of pacing capture and caused the valve to move above the sinotubular junction (stj). The first valve was snared again to a higher position in the ascending aorta, and multiple attempts to cross the first valve with the second va lve were unsuccessful. The procedure was aborted for patient safety, but the snare could not be released from around the paddle on the 29 valve, possibly due to a "knot". The patient was taken to the operating room for snare removal and evaluation of the native aortic valve, with a surgical aortic valve replacement (avr) performed. The patient passed away from a stroke on 9 days later.